Event description:
International customer reports that the needle tip broke off while suturing the uterus. The tip of needle was noticed missing when storing it back in the needle board. The tip of needle was not found; the surgeon believes it is too small to visualize on x-ray. No further action taken regarding the patient.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.